Manufacturer narrative:
Product analysis the device was received with the external slider in the home position and the stent graft undeployed. A fracture was evident to the middle of the screw gear and a bend was evident to the metal hypo tube, in line with the shelf carton deformation. Deformation was evident along the graft cover and kinks were evident to the distal end of the graft cover. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure an etlw1624c124ee stent graft was opened for use and a crack/fracture was identified on the grey handle. It was further reported that the device box was bent . It was unknown when this event occurred. The procedure was being performed to treat an aneurysm. The device was never implanted, and treatment was completed using other grafts from consignment. There was no patient involved.